Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed. Upon receipt at our post market quality assurance laboratory, the lead was returned severed 535 millimeters (mm) from the terminal pin; only the proximal segment was returned. A thorough evaluation of the lead segment was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Visual inspections of the lead segment found calcification on the lead body and on the distal spring electrode. Laboratory analysis revealed that the elevated shock impedances were confirmed due to the calcification build up on the distal spring electrode.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. The lead was therefore explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. The lead was therefore explanted and replaced. No additional adverse patient effects were reported.